Event description:
Interventional cardiologist was attempting a percutaneous transluminal revascularization of chronic total occlusion of the right coronary artery (rca) via retrograde access through the left circumflex artery. A microcatheter and the gaia 3 wire were advanced to the proximal segment of the rca. The gaia 3 wire knuckled and was no longer maneuverable as it became ensnared in calcium and the microcatheter. Upon removal it was discovered that the end of the gaia 3 wire had unraveled leaving a wire fragment retained in the rca. Post-procedure CT of the chest and abdomen revealed retained wire in the aorta extending from the thoracic inferiorly to the left external iliac artery. It was determined that the risks associated with surgical or procedural removal were too great and the patient would be monitored and managed medically.